Manufacturer narrative:
The company rep examined the system and adjusted the irrigation pressure drop to 60%. The system was then tested and met all product specifications. (B)(4).

Event description:
A customer reported having an issue with the vitrectomy cutter during a procedure. A system message was also reported to have been displayed. Pt harm is unk. There was a reported delay of unk length. Additional info was requested.